Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors did not open on the harvesting cannula. A replacement unit was used to complete the procedure. The hosptial did not report any patient complications.